Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in atrial fibrillation (af) which was document with a holster, however the implantable pulse generator (ipg) did not report any mode switch (ms) episodes and the cardiac compass was not populated either. Recommendation is to turn off the programmed on post mode switch overdrive pacing (pmop). The ipg remains in use. No patient complications have been reported as a result of this event.